Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2122901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a "micro leak" occurred in the balloon of a 5f mynx control vascular closure device (vcd) after inflation. There was no reported patient injury. The vcd was used for a femoral puncture site. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, a "micro leak" occurred in the balloon of a 5f mynx control vascular closure device (vcd) after inflation. There was no reported patient injury. The vcd was used for a femoral puncture site. Additional information was requested but not provided. The product was not returned for analysis despite multiple attempts. The product history record (phr) review of lot f2122901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported. However, access site vessel characteristics and/or the condition of the procedural sheath may have contributed to the reported event since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
As reported, a "micro leak" occurred in the balloon of a 5f mynx control vascular closure device (vcd) after inflation. There was no reported patient injury. The vcd was used for a femoral puncture site. Additional information was requested but not provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed and button 2 was not depressed with the stopcock open. The sealant was not returned. The syringe and procedure sheath were not returned with the device. It was noted that the balloon was fully deflated, and that there was crystallized residual fluid in the balloon and inflation tubing of the returned device as received. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. Significant resistance was felt. After multiple attempts to inflate the balloon, the balloon was not able to inflate due to the dried crystalline saline. All attempts to fully inflate the balloon were exhausted. Per microscopic analysis, visual inspection at high magnification showed heavy crystallized residual fluid in the inflation tubing and in the balloon of the returned device, which may have caused the device lumen to clog, and the balloon to not inflate at all during the return device functional analysis. A product history record (phr) review of lot f2122901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device due to the condition in which the device was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as using viscous contrast, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device components from packaging. Prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.